Event description:
A malfunction on the customer's pump was reported. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump and assisted them with the reset; the malfunction did not recur after the reset, and the customer was instructed to continue using the pump, with a recommendation to call back if the issue recurred.